Event description:
The device was opened onto the or field. It was used on the first lesion in the heart and operated normally. During subsequent use, the unit alarmed and failed to work. The alarm code was not reported. The unit was turned off to allow re-boot but this was unsuccessful. The clamp remained non-functional after the re-boot. The clamp was then replaced with a new replacement and functioned properly. The second device they used was from the same lot number and it worked. There was no ill effect to the patient.====================== health professional's impression======================doesn't know